Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) evaluated the iabp unit. To fix the issue, the fse replaced the coiled cord cable, and the executive processor board. The fse also used the display monitor to video generator board kit. Subsequently, the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) hospital. An additional contact at the customer's site is: (B)(6).

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) unit had an internal error display. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.